Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, the pt was noted to have a visual acuity of 20/20. Then the pt's visual acuity began to decline to 20/60-20/80. The surgeon reported the pt is requesting to have his cataracts back. The pt has reported difficulty watching television in a dark room. In a f/u, the surgeon reported the event continues. He does not feel the lens caused or contributed to the events. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Customer indicated the use of an approved cartridge and handpiece. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info. A completed questionnaire was received on (B)(4) 2012. (B)(4).